Event description:
It was reported that medication was infusing from the primary medication bag instead of the secondary medication bag. The customer indicated "swapping lvp changed nothing but changing pcu did." There was patient involvement but no harm. The customer later indicated: "it was determined the staff just programmed it wrong".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the medication was infusing from the primary medication bag instead of the secondary medication bag due to a programming error. The customer indicated that swapping lvp changed nothing, but changing the pcu did and just programmed it wrong. The case escalated to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.